Manufacturer narrative:
Correction to patient demographics in block a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information via literature regarding anatomo-pathological analysis of four transcatheter valves following explant. All data were collected from a single canadian center between december 2005 and february 2007. All four patients were implanted with a medtronic corevalve transcatheter valve. No unique device identifier numbers were provided. Case b: a (B)(6) male patient with a history of coronary artery bypass grafts underwent implant of a medtronic corevalve bioprosthetic valve. The initial valve placement was too low which resulted in aortic regurgitation (ar). Valve-in-valve implant of a second corevalve was successfully performed. At 9 days post-procedure gradients and aortic valve area were noted as improved. However, at day 13 post-procedure this patient died of cardiac failure in the context of a pre-existing severe mitral regurgitation worsened by recent subendocardial antero-septal myocardial infarction involving the anterior papillary muscle. Upon explantation of the two bioprosthetic valves gross examination found a white dull tissue was on the interior surface covering both prostheses. Microscopic assessment of the white tissue revealed fibrin intermingled with acute inflammatory cells, red blood cells and platelets. No additional adverse patient effects or product performance issues were reported regarding this case.

Manufacturer narrative:
Citation: noble et al. Anatomo-pathological analysis after corevalve revalving system implantation. Eurointervention. 2009 may;5(1):78-85. Doi: 10.4244/eijv5i1a12. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.